Manufacturer narrative:
A2 - dob: (B)(6) 1992. Corrected to (B)(6) 1993. Claim #(B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -5.5/1.0/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was explanted in second surgery on (B)(6) 2023 due to refractive surprise. On (B)(6) 2023 a different power lens (sphere/cylinder/axis) implanted. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).